Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had the pain pump over a year and recently also had a pain stimulator implanted in the neck for "nerve damage caused by the physician". It was further added that patient had been experiencing bouts of memory loss and when it comes on patient got a severe migraine like headache; patient questioned if this was a side effect of the drugs. Drug delivered via the device was morphine and marcaine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Programmer: 8835, serial# (B)(4); catheter model: 8731sc, serial# (B)(4), implanted: 2011-(B)(6), explanted: unk. (B)(4).